Event description:
General report received of three broken thermodilution catheter balloons. The customer reports that the catheters were inserted and the physician was unable to float the catheter into proper placement. The catheters are then removed and it was noted that the balloons would not inflate. It is unknown to the reporter when the balloon breakage happens. The usual procedure is to check the balloon pre-insertion after the catheter has been put through the sheath. There have been no reports of adverse patient events. Additional patient and event information was requested, but no further information is available.